Event description:
Reportedly, recurrent noise oversensing was observed resulting in pacing inhibition on a patient deemed pacing-dependent. The physician is considering a re-intervention and a device and/or lead(s) replacement. No potential sources of external electromagnetic interferences (emi) have been identified; in addition, isometric tests were performed during previous follow-up but the noise could not be reproduced. No pocket manipulation was performed during these tests. The noise oversensing was reportedly observed since (at least) (B)(6) 2017.